Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The unit powered up on alternating current (a/c), total nominal available capacity (tnac)=16.15 amp hours (ah); the fsr checked the system log: unit last powered on (B)(6) 2016. The fsr allowed unit to charge while completing the remainder of the pm, and the unit recovered battery charge. The fsr decided to replace the batteries as a precaution. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was duplicated. The batteries were received in discharged condition, but both accepted charging and passed load testing. No anomalies observed upon receipt of batteries. The batteries measured 11.6 volts direct current (vdc) and 11.8 vdc upon receipt. This corroborates the reported complaint, as batteries in this discharged condition will not power on the system-1 (aps1) as intended. Conductance measurements were not available due to the low voltages. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the perfusion system would not boot-up on battery when he first turned it on. There was no patient involvement.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.